Manufacturer narrative:
As reported, once the pga plug of a 6f exoseal vascular closure device (vcd) came out from the patients body. The indicator wire was still visible when the device was removed. There was no reported patient injury. Hemostasis was achieved by manual pressure. The procedure was completed without any issues. The doctor had depressed the deployment button and removed the vcd. At that time, the pga plug came out from the patient's body. The lesion was the left superficial femoral artery. An ipsilateral antegrade approach was made. The exoseal vcd was used in an interventional procedure with an antegrade approach. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device/package damage prior to use. The catheter sheath introducer used was non-cordis. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm. The puncture site had no visible calcium/plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel had no stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button, with the doctor noting that it felt faster than usual. The plug was stored inside the shaft until the deployment button was pressed. Then, it fell onto the patient¿s body when they removed the exoseal. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18341781 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " plug inaccurate placement and indicator wire unable to retract" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Procedural factors are likely since it was reported that an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The instructions for use (IFU) states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. Per the IFU, approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, once the pga plug of a 6f exoseal vascular closure device (vcd) came out from the patients body. There was no reported patient injury. Hemostasis was achieved by manual pressure. The procedure was completed without any issues. The doctor had depressed the deployment button and removed the vcd. At that time, the pga plug came out from the patient's body. The lesion was the left superficial femoral artery. An ipsilateral antegrade approach was made. The exoseal vcd was used in an interventional procedure with an antegrade approach. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device/package damage prior to use. The catheter sheath introducer used was non-cordis. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm. The puncture site had no visible calcium/plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel had no stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button, with the doctor noting that it felt faster than usual. The indicator wire was still visible when the device was removed. The plug was stored inside the shaft until the deployment button was pressed. Then, it fell onto the patient¿s body when they removed the exoseal. The device was discarded because the patient had infectious disease.